Manufacturer narrative:
The instructions for use (IFU) which accompanies this device contains guidance and instructions regarding proper imaging protocols. The software investigation found that the reported event was unrelated to a software issue; the patient exams were too thick for the navigation system protocol. The software functioned as designed.

Manufacturer narrative:
Patient age was not available at the time of this report. Archives of the patient exam were analyzed. It was found that the images were not done according to medtronic navigation imaging protocol. A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly.

Event description:
A site nurse reported that during a functional endoscopic sinus surgery the surgeon alleged that navigation was 6-8 mm inaccurate. After registration he had not been completely satisfied with the level of inaccuracy and as the case proceeded he felt the inaccuracy was becoming worse. He was able to re-register and improve the accuracy. Case was completed successfully with the navigation system and a minimal delay to re-register. No harm to the patient or impact on patient outcome.